Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported problem, finding the particulate matter (as well as damage to the sleeve and mainbody addressed in (B)(4)). Leak testing, clear passage testing, and clamp function testing were performed with no issues. A review of all batch record documents for lot number h12c29058 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, a follow-up report will be submitted.

Event description:
During evaluation of a used minicap transfer set, particulate matter was found inside the patient connector. There was no patient injury or medical intervention indicated in association with the use of this device. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.